Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "accessory error 7" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity log. However, the reported problem could not be duplicated with the device. The device passed the final test procedure, was recertified and returned to the customer. The electrode pads were not returned to zoll medical corporation for evaluation. Analysis of reports of this type has not identified an increase in trend.